Event description:
It was reported that during a hartmann reversal, the device's detachable head slipped back into the colon and the device remained in the rectum with the trocar extended. The detachable head was then found and attached to the spike. Another device was opened, the rectum was preserved and the device was fired successfully resulting in a sound anastomosis which passed the leak test. Although the procedure was prolonged by 40 minutes, no patient consequences were reported.

Manufacturer narrative:
Information anticipated , but unavailable at this time.